Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier's evaluation of event was limited to the review of planning and procedures as the device has not been returned for evaluation. The low quality of MRI images used to manufacture the tibial bone model potentially caused a less accurate fit of the tibial guide to the patient.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011 utilizing signature knee guides where the tibial guide had the wrong position. Following the fixation with drills, there was a posterior slope of 6 degrees and a varus position of 3 degrees. The procedure was completed using traditional instrumentation.